Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that surgical intervention was undertaken on (B)(6) 2019 to replace the ipg as it was inoperable (related manufacturer report number 1627487-2019-07283). No intervention was performed with respect to the lead. Postoperatively, patient has effective therapy and has not mentioned uncomfortable stimulation.

Event description:
It was reported the patient had fallen a few times and began to feel uncomfortable stimulation. High impedances were noted. As a result, the patient may undergo surgical intervention to address the issue.